Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the device was used as camera port during the procedure. Five to ten minutes after injection of air, the balloon suddenly burst. A new device was opened and used to complete the procedure. Broken pieces of balloon fell into the patient cavity, and all visually confirmed pieces were retrieved. No bleeding occurred. No tissue damage occurred. There was no harm to the patient. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).